Event description:
The customer reported a blank display. Troubleshooting was performed, and the insulin pump screen counted up to the number 5, then began beeping. The screen remained blank during this time. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen and a constant tone due to a faulty mother board. No blank display was noted.